Event description:
Unit alleges untoward reaction exhibited by patient. Dialyzer on 15th use. Pt c/o body aches 10 minutes hemodialysis and chills t-98.2. Dialyzer and lines down felt ok for a few minutes then chills again, then vomited. To hospital wbc count elevated. Discharged bld. Cultures negativedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.